Event description:
Sales rep reported an abutment fracture - sales rep. Ordered rescue service. *res08380 on 2026-04-30 dimbe718: rescue service will be followed up by customer service at cco. In case of no further contact, it is understood that the dentist successfully removed the fragment (if any), and the implant was restored. Otherwise, the lifetime warranty would be claimed.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.